Manufacturer narrative:
Event date was not provided, therefore, the aware date was used.

Event description:
It was reported that after water vapor therapy the patient experienced urinary retention and ejaculatory duct obstruction. The patient does intermittent self-catheterization and has also mentioned that there is blood during ejaculation. No further information was provided.

Event description:
It was reported that after water vapor therapy the patient experienced urinary retention and ejaculatory duct obstruction. The patient does intermittent self-catheterization and has also mentioned that there is blood during ejaculation. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Event date was not provided, therefore, the aware date was used.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Event date was not provided, therefore, the aware date was used.

Event description:
It was reported that after water vapor therapy the patient experienced urinary retention and ejaculatory duct obstruction. The patient does intermittent self-catheterization and has also mentioned that there is blood during ejaculation. Seven months after the procedure, the patient states that he cannot urinate without a catheter and has retrograde ejaculation. No further information was provided.